Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance alert for high impedance that occurred during the device change-out procedure. Subsequent device checks indicated impedance measurements were stable.

Manufacturer narrative:
Concomitant medical products: product ID: 1699tc lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) alerted due to lead impedance warnings. The atrial lead remains in use. No patient complications have been reported as a result of this event.